Event description:
The facility reported a colleague infusion pump with a malfunction that the device "has a out of service message on it.". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with out of service message was confirmed during product evaluation. The root cause of the reported problem was determined to be loose speaker harness. Appropriate action was taken to correct the reported problem by reconnecting the main speaker harness. The device has not been previously sent into service for the reported condition of "has a out of service message on it". A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.